Event description:
There was no pt involved in this event. This device malfunctioned because it would not switch off. A device in this fault mode, if left undetected could result in the battery becoming depleted.